Event description:
The dr was unable to insert the iab. The contact stated that the inner lumen was kinked. The iab was not returned to co for eval. The iab was discarded by the facility. Event complications: none from the event-reported 3/10/97. Pt's current status: unk-rpt'd 3/10/97.